Event description:
It was reported that the ilet user awoke with a pump reading of 250 mg/dl and suspected an infusion site or supply issue; the user performed a full cartridge, tubing, and infusion set change, and an agent confirmed that all change steps were completed and insulin delivery was resumed, with glucose trending down to 199 mg/dl at the time of the call. Symptoms included hyperglycemia. Outcomes included resolution with user-led troubleshooting and education, with no hospitalization or medical intervention beyond device use. Investigation included remote review of the user¿s report and confirmation of correct replacement of consumables and insulin delivery resumption. Investigation of this case revealed no device alarms, no bent cannula upon removal of the prior infusion set, and no confirmed device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.